Event description:
On (B)(6) 2013 it was reported that the patient¿s vns was turned off due to high impedance. The patient is having seizures. When they turned the device on, they ran diagnostics and the lead impedance was normal. They left the device turned off, added mycoline to the patient¿s medication, and she is doing better. They will turn the device back on if her seizures continue.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed lead passed all functional tests prior to distribution.

Event description:
The reporter indicated via phone call on (B)(6) 2013 that the patient had experienced a measurement of high impedance. It was reported that the patient's group home had disabled the generator as a result of the reading of high impedance. It was reported that the patient's physician would soon be performing a system diagnostics test on the patient's generator and that he might refer the patient for a surgical consult for a possible full revision of the generator and lead. A review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Follow-up with the physician on (B)(6) 2013 indicated that the patient's group generator was disabled on (B)(6) 2005 by the patient's group home because the patient had also been experiencing a lack of efficacy. A prior reported file indicates that the device was disabled because the patient was additionally experiencing cognitive changes at the same time as the report of lack of efficacy. Attempts for additional information are still in continuation.

Event description:
Additional information was received from the reporter on (B)(6) 2013 that patient had her generator programmed off several years ago and is still having seizures despite currently being prescribed aeds. It was also noted that the patient¿s 48 hour video eeg results showed seizures as having occurred.